Event description:
It was reported that a pt who was using novorapid penfill (insulin aspart) in an induo doser (insulin delivery device), experienced hyperglycaemia in 2004. Reportedly the pt had trouble with the doser for one day previous to the incident. Two days earlier their blood glucose levels were measured low (around 2 or 3 mmol/l). The next day pt experienced high readings. Pt went to the hospital with the spouse due to the way pt was feeling very sick and throwing up. Pt was admitted to the hospital the following day. At the hospital the pt's blood glucose level was measured to be 53.2 mmol/l. Pt was in the intensive care for 24 hours and treated with insulin injections in order to decrease the blood glucose level. Pt was hospitalized for three days. Reportedly the pt had never heard of a function check and has never done one. Customer also only primes the doser once pt replaces the cartridge of insulin the first time. Customer has not dropped the doser as far as pt can remember and did not open the side for the black piston to go back inside. The outcome of the event is unknown.